Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one photo was provided. It shows a needle assembly connected to a syringe. The photo was magnified to better analyze it. It has the plastic shield assembled to it. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history review could not be completed as no batch number was provided. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer's indicated failure mode with the photo provided. Root cause description: the needle is inside the plastic shield. It is now shown going through the plastic shield. When removing the plastic shield the needle can¿t get into the plastic shield; it could have happened when recapping the needle assembly. Recapping is off label use. Rationale: CAPA not required at this time.

Event description:
It was reported that the cap was bent and the needle 22x1-1/2 rb ns pierced through the side before use, resulting in a clean needle stick. The following information was provided by the initial reporter: "last week's bent cap resulted in the needle exiting the side of the cap and poking a staff member."